Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that there was a very light electric shock felt by the user when the battery device was placed inside the battery casing device. According to the report, the user who was a nurse felt a slight electric shock through the battery casing device; therefore, the shock came from the casing and not from the battery. The reporter indicated that same battery device was used with another casing device and there were no issues observed. The reporter stated that there was no visual damage noticed on the device or the battery device. There was no allegation of malfunction against the battery device. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported; however, there was user involvement. It was reported that no other person was involved or injured as a result of this event. It was further reported that the nurse's status after the electric shock was fine; therefore, there was no need for additional medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and identified no failure. Therefore, the reported condition could not be duplicated or confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.